Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited variability in electrode impedance over the past several years. Technical services recommended reviewing changes in the patient's weight and clinical condition and obtaining chest x-rays, as changes in adipose tissue were suspected to be contributing to the impedance variability. The electrode remains in service. No adverse patient effects were reported.